Event description:
The customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. A technical support representative assisted the customer in updating the pump time and advised them to monitor the device for any further discrepancies, with the customer understanding and acknowledging these instructions.